Manufacturer narrative:
All info provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retroactive review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Eval description: the reported oversensing of noise was confirmed after review of the stored electrogram data. The data showed evidence of noise and t-wave oversensing. It is believed that a lead anomaly most likely contributed to the over-sensed noise. The device was tested on the bench and using automated test equipment. No anomalies were found. The cause of the reported oversensing could not be determined.

Event description:
It was reported that during a follow-up, all lead measurements were normal. A review of the diagnostics shoed an episode for aborted shock therapy on the device as a result pf oversensing on the rv lead. Noise was not reproducible. The device was explanted and returned.